Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).

Event description:
Surgical site on the humerus had been tapped with 6.5 reusable dilator (B) (4) to the first black line on the dilator. Anchor was seated and in the process of being driven into place the anchor cracked and broke at the eyelet. One eyelet remained intact with suture. The broken anchor and connected suture remain in patient and is the sole device creating the repair. Driver and broken off section of anchor were discarded.